Event description:
Patient in labor. Epidural anesthesia was planned with crna discussing risks and benefits of said procedure; consent signed. When crna was attempting to put in the catheter, she felt a slight resistance and did not continue the advancement of the catheter, and eventually decided to withdraw the catheter from the patient. It was then noticed that the blue tip/marker at the end of the catheter was not seen (approximately a centimeter) and edges seemed frayed or sheared off. Xrays were taken of lumbar spine 2-3 views, cervical spine 2-3 views and thoracic spine 2 views: no radiopaque linear density or foreign body noted (in all views).